Event description:
It was reported that the pump's battery did not recharge. During physical inspection, it was found that there was a detached downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.